Event description:
We have been informed that during procedure error car160 occurred. To complete the operation, the system was restarted. No report that actual patient harm occurred, however, due to the reported event, surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review. Review of the logfiles and picture confirmed the occurrence of the reported car160 error message. This error can be caused by an obvious electrical/mechanical defect in the cartridge pump or when the pump piston hits the mechanical end-stop. This is caused by a malfunction in (a component of) the pump. The electrical/mechanical problem causes a reproducible car160 error. This error can also be triggered when the pump piston movement is mechanically blocked, or when the waste bag outlet is blocked. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pu-error-). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.